Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the right master tool manipulator (mtm) movement was intermittently stuck. The customer stated that there was no error message on the screen. Intuitive surgical, inc. (Isi) technical support engineer (tse) found no logs related to the complaint. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the right mtm was intermittently stuck. An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the mtm 2 to resolve it. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the right master tool manipulator (mtm) movement was intermittently stuck during a procedure. The fse confirmed the reported issue and replaced the mtm to resolve it. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis was able to be reproduce the reported issue during visual inspection. During evaluation, the grip inner and outer springs were found to be bent. The grip levers were unable to be opened properly. The inner grip spring, outer grip spring and grip levers will be replaced.